Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of a hole or slit in tubing causing the leak could not be verified due to the product not being returned for failure investigation. Device history record review for model 2426-0500 lot number 23023003 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 07feb2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
E4. The initial reporter also notified the FDA on oct 2023. Medwatch report # mw 3600840000-2023-8101 h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed

Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged, the following information was received by the initial reporter with the verbatim: describe the event or problem: IV infusion in non-invasive heart lab: a hole or slit in tubing was causing a leak. Unknown harm to patient. New tubing used without issues. -------------------------------------- what was the original intended procedure? : IV infusion. -------------------------------------- what problem did the user have (check all that apply) :device malfunction - that is, the device did not do what it was supposed to do.